Event description:
It was reported that during the use of the product, leakage of air from the product was observed. No patient injury reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation does not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the product was in good condition. Functional testing found that the reported failure was not observed. There was no root cause of the issue because there was no trend of similar customer complaints that was identified.